Event description:
It was reported that the t:slim x2 pump's battery would not charge, and the screen would not turn on. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to use multiple daily injections (mdi) for insulin delivery while tandem technical support arranged to send a replacement pump with updated software. The customer was given instructions on returning the problematic pump and advised on necessary steps upon receiving the replacement.